Manufacturer narrative:
Evaluated handpiece. Handpiece got hot during testing and locked up during testing due to cap bearing failure on turbine. Also cap fell apart when I took it off. Cap retaining ring fell off.

Event description:
It was reported that a midwest e 1:5 ca overheated; no injury resulted.